Event description:
It was reported that there was an error message that the arctic sun device brings leakage error. Per review of wo on 29apr2025, there was no patient involvement. Per follow up information received via mail on 29apr2025, device would be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to an air leak in the fdl. Alarm 41 low internal flow was present on the device. Fdl was replaced. The device passed testing post repair. The serial number for this investigation is unknown. A DHR is not required as the serial number is unknown. The instructions-for-use are found to be adequate. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error message that the arctic sun device brings leakage error. Per review of wo on 29apr2025, there was no patient involvement. Per follow up information received via mail on 29apr2025, device would be repaired in the hospital by crs. No patient involvement.